Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 330 mg/dl. It was indicated that the customer would administer a manual injection. It was also reported that the customer experienced a variation in blood glucose levels regardless of insulin therapy method and was in contact with their health care provider.